Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 129 mg/dl. Customer was assisted with clearing the alarm. Customer stated that she was unable to complete the rewind sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had constant motor error alarm noted during rewind due to corroded motor home switch. Displacement test was not performed due to motor error alarm. The device had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.